Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that after the customer charged the pump, the touch screen became frozen and did not display properly. There was no impact to customers' blood glucose levels. Customer reverted to manual injections.